Event description:
It was reported that the patient received several inappropriate shocks. Lead remains implanted and will be replaced when device reach eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.